Event description:
In this event a doctor reported that a patient was burned after coming into contact with a tradition handpiece that overheated. The office administered an unknown solution to the patient to treat the burn.

Manufacturer narrative:
There have been previously reported events involving a similar device where this malfunction resulted in the need for medical/surgical intervention to preclude permanent damage to a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint could not be verified through production or quality testing. Maximum temperature recorded during free run testing was 22.1 c. This temperature is not within the burn threshold regardless of the contact period per iso 13732-1. The returned handpiece was tested by mfg. Personnel and met all production specifications. Microsoft evaluation revealed debris within the head cavity. The set looked to be in good condition when evaluated by quality personnel.